Event description:
It was reported that pump experienced a malfunction with a malf 12 message and associated fault ID, and caller stated that no notable events occurred before issue. There was no adverse impact to the customer¿s blood glucose level. Customer independently reset pump, cleared malfunction code, and no additional actions were documented.